Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. One possible root cause of the reported problem could be normal wear and tear. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there was no lot number available. It was further reported that the tooth was bent from normal wear and tear.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a labral shoulder repair the teeth of two sawtooth drill guides were bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The devices were discarded by the hospital.